Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6).a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that ans5 double head pump displayed an error message during installation. There was no patient involvement.

Event description:
See initial.

Manufacturer narrative:
The defective board was returned to the manufacturing site for investigation. During the in-house investigation the error described could be confirmed. Furthermore, some components were found to be oxidized. As root cause non-conforming soldering joints on board could be determined. Corrective actions are in progress for this issue.